Event description:
Customer reported being hospitalized due to high blood glucose levels and dka. Customer recently had a friend pass away and is melancholy. Troubleshooting was performed and pump appears to be functioning properly.